Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd ultra-fine¿ mini pen needles were not working. The following information was provided by the initial reporter : the pharmacist informed us of a customer who had 6 out of 100 pen needles where the needle did not releaser to come out. When the next box was opened two more needles with the same issue occurred.

Event description:
It was reported that 8 bd ultra-fine¿ mini pen needles were not working. The following information was provided by the initial reporter : the pharmacist informed us of a customer who had 6 out of 100 pen needles where the needle did not releaser to come out. When the next box was opened two more needles with the same issue occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?:yes, d9: returned to manufacturer on: 12-apr-2022 h6: investigation summary customer returned (3) used bd autoshield duo pen needles from lot# 1166922. The customer reported that the needle was not to release, and in some cases the automatic lock prevented prematurely the needle to come out. The samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula the patient end (pe) safety mechanism was activated on both samples. The remaining sample featured an activated pe and npe safety mechanism. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the safety mechanisms were triggered before medication could be properly administered. No defects pertaining to the safety shields were observed. Since all 3 samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related.